Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Investigation revealed that the wire of the loop was found to be burned off. Furthermore, the yellow insulation shows signs of melting where the loop is broken off. One of the insulation rods protrudes, the other one shows bending. The passive electrode has visible burn-in. The contact ends are bent. The damage present on the returned electrode is most likely caused by burnout of the wire due to excessive exposure time and contributing mechanical stress. No indication for a systematical error, a warning of overloading the instrument is described in the IFU. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a electrode. According to the information received, that during inspection small metal piece missing from diathermy bipolar loop. Surgeon informed not concerned. Bladder xrayed surgeon said no metal detected. Operation finished.